Event description:
A settings/memory issue was reported on the adc device. Customer reported the adc reader "is not taking readings or it's taking 1 to 2 minutes" to provide results. As a result, customer experienced symptoms described as dizziness and loss of consciousness. Customer was seen at a hospital where they underwent testing and evaluation (blood test, urine test, heart monitoring) and was reportedly diagnosed hypoglycemia, however no diabetes specific treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unspecified. The date entered is based on customer's report of "15 days ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.